Manufacturer narrative:
Our company has not further regarding this revision procedure. Should additional information become available, this report would be updated.

Event description:
Boston scientific received information from a patient form sent to our company from a non-boston scientifc plant. The form noted an unspecified atrial lead revision occurred.